Manufacturer narrative:
A replacement procedure has been scheduled for a later date. No additional information is available at this time. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow-up, it was discovered during interrogation that this pacemaker was safety mode with bradycardia pacing available. It was noted that the pacemaker had recorded three alerts indicating a potential memory error. The patient stated that they had not undergone any medical procedures or unusual activities. Boston scientific technical services (ts) was contacted and device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. A visual inspection of the device header and case noted no anomalies. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing therapy was available. While in the laboratory setting, the memory corruption was corrected and the device reverted into normal operation. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the pacemaker went into safety mode after experiencing a memory corruption; however, the cause of the altercation was not able to be determined.

Event description:
At a later date, the device was explanted and returned to boston scientific. No additional adverse patient effects were reported.